Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). The time of recommended replacement time (rrt) in save-to-disk was on (B)(4) 2013. Device rrt was less than or equal to 2.6251 volt. 5076 implantable pacing lead implanted: 2005 (B)(6), 1056t implantable pacing lead implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that the device had reached elective replacement indicator (eri) in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.